Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed and a flex fracture was found in the distal conductor as well as the right ventricular (rv) defibrillation segment and the proximal conductor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced inappropriate shocks. The pace/sense portion of the right ventricular (rv) lead was found to be fractured 4 years ago resulting in the patient receiving inappropriate therapy. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead. The high voltage portion of the rv lead remained in use. The high voltage portion of the lead now has high impedance and suspected fracture. The lead was fully capped and the pace/sense lead was explanted. A new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.